Manufacturer narrative:
Additional information received from the revising doctor's office identified that this event was reported previously on medwatch report #1825034-2007-00046.

Event description:
It was reported that patient enrolled in a clinical study underwent left total elbow arthroplasty on (B)(6), 2002, revision was performed on (B)(6), 2007, due to the elbow not functioning as intended. The ulnar bushing and locking pin were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation that would relate to the reported event. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity", "inadequate range of motion due to improper selection or positioning of components", "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions", "axle or bearing components may disassociate causing the elbow to disarticulate".